Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it is reported that ' it bursts'- please verify the event - did the suture break during use? Yes. Lot number? Aj6261.

Event description:
It was reported that a patient underwent an abdominal hysterectomy on an unknown date and suture was used. During the procedure, when making the connection of the ligaments and uterine tissue, the suture burst (broke). Another like device was used to complete the procedure with no adverse patient consequences. Additional information had been requested.